Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving the incorrect language settings. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patent manages her diabetes with self-adjusting insulin. The same day at 6am, the patient indicated that he noticed that the subject meter was reading in spanish. It is not known if the patient was able to obtain his blood glucose after the product issue began. At around 9am, the patient reportedly developed symptoms of "dizzy, sweatiness, and blurred vision." At 10:30am, the patient took his usual dose of novolog insulin (50 units). At 12:30pm, the patient obtained a blood glucose reading of "41 mg/dl" on an unspecified meter and was treated with oral glucose by a healthcare provider in the ER. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The incorrect language issue was resolved with training. This complaint is being reported because the patient claimed he had symptoms that can be associated with hypoglycemia and received treatment after product issue began. Replacement products were sent to the patient.